Manufacturer narrative:
(B)(4). If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). (B)(4). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol, model pcb00 which is distributed in the united states under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted (B)(6) 2015 in the patient's right eye. The patient's visual acuity was 1.0d (20/20) one day after the operation. A fibrin reaction and wrinkle on descemet's' membrane were observed on (B)(6) 2015. The patient was treated with clavit, (antibacterial agent) and rinderon (anti-inflammatory agent) in both eyes. The patient's visual acuity on (B)(6) 2015, right eye was 0.7d (20/29) and left eye was 1.0d (20/20). The patient underwent lens implant in her left eye with a non amo lens on (B)(6) 2015. The patient is not satisfied with her right eye. There is no explant plan so far. No further information was provided.

Manufacturer narrative:
Visual inspection was not performed as the lens remains implanted to date. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the pcb00v unit was manufactured according to specification. Sterilization records were reviewed and the lot released per sterilization specifications. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.